Event description:
Noticed wire was coming through needle driver. No harm to patient. Needle driver broken and wire exposed during use. Replaced with new needle driver. No pt harm.what was the original intended procedure?robotic assisted myomectomy.device #1is this a laboratory device or laboratory test?no.